Event description:
The manufacturer received information alleging a trilogy evo ventilator failed a calibration test step. There was no harm or injury reported. The device has been returned to a third-party service center and is pending the outcome of the completed evaluation. The investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator failed a calibration test step. There was no harm or injury reported. The device has been returned to a third-party service center and is pending the outcome of the completed evaluation. The investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A trilogy evo ventilator was returned to a third-party service center for service. During the evaluation of the device at the third-party service center, the customers complaint of "calibration test failure" was confirmed. The event log was reviewed, and no reportable errors were found in the device log. In addition, the vanity cover is damaged (the cover around the alarm button is missing). The blower, blower bellows, machine flow sensor, low flow o2 tubing, system board tubing, blower chassis tubing and fio2 tubing are contaminated. Due to the 4-year preventive maintenance, the muffler assembly, particulate filter and air inlet foam filter need to be replaced. A good faith effort attempt will be made to gather additional information regarding what was done to address the issue of "calibration test failure". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New/additional information: the replacement of the contaminated blower, blower bellows, machine flow sensor, low flow o2 tubing, system board tubing, blower chassis tubing and fio2 tubing resolved the issue of calibration failure. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. Box h coding was updated.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator failed a calibration test step. There was no harm or injury reported. The device has been returned to a third-party service center and is pending the outcome of the completed evaluation. The investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: a trilogy evo ventilator was returned to a third-party service center for service. During the evaluation of the device at the third-party service center, the customers complaint of "calibration test failure" was confirmed. The event log was reviewed, and no reportable errors were found in the device log. In addition, the vanity cover is damaged (the cover around the alarm button is missing). The blower, blower bellows, machine flow sensor, low flow o2 tubing, system board tubing, blower chassis tubing and fio2 tubing are contaminated. Due to the 4-year preventive maintenance, the muffler assembly, particulate filter and air inlet foam filter need to be replaced. A good faith effort attempt will be made to gather additional information regarding what was done to address the issue of "calibration test failure". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional coding added to box h.